Manufacturer narrative:
Result: missing auxiliary power cord plug ground prong, and customer using a non-stryker power cord.

Event description:
It was reported by service report that the bumper bracket was bent at the head of the bed and the ground pin was broken off of the auxiliary power cord. It is unknown if there was patient involvement or if there were adverse consequences to report.